Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel are unknown. It was reported that the patient returned for a follow-up and the CT demonstrated the patient had a long narrow aortic neck which encompassed contralateral gate, which resulted in natural compression of the bifurcated stent graft. The physician elected to place an aortic stent. The limb and the aortic neck of the bifurcated stent graft were successfully reopened. No additional clinical sequelae were reported and the patient is fine.